Event description:
It was reported that during internal carotid artery (ica) c1 occlusion case, when delivery the subject catheter for the second time operator found the tail of the subject catheter fractured. The fractured segment was removed successfully, and procedure was completed successfully with another device. The patient condition is detailed as fine.

Event description:
It was reported that during internal carotid artery (ica) c1 occlusion case, when delivery the subject catheter for the second time operator found the tail of the subject catheter fractured. The fractured segment was removed successfully, and procedure was completed successfully with another device. The patient condition is detailed as fine.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject catheter was seen to be kinked. No brakes/fractures were noted. The subject catheter tip and the hub were intact. Functional inspection was not required as the event was not confirmed during visual analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer; there was no damage noted to the device or the packaging prior to use. The device was prepared as per dfu. Continues flush was set up and maintained throughout the procedure. The patient's anatomy was moderately tortuous. It is probable the patient's anatomy caused the defects to the device. When the subject catheter and guidewire was removed there was no anomalies noted to the guidewire, but the subject catheter was kinked. During analysis, the subject catheter was seen to be kinked. No brakes/fractures were noted. The subject catheter tip and the hub were intact. The reported event was not confirmed during analysis. It is probable the patient's anatomy contributed to the events. An assignable cause of procedural factors will be assigned to as analyzed code catheter shaft kinked/bent as this complaint is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed was assigned to the as reported code catheter shaft broken/fractured during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.